Event description:
Customer called to report high bgs. It was stated the customer noticed a large crack on the reservoir near the luer connection when awoken from a nap. High bgs were treated with manual injection.